Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient receiving bupivacaine 15mg/ml for a total dose of 2.998mg/day and dilaudid (hydromorphone) 13.5mg/ml for a total dose of 2.698mg/day via an implantable pump for spinal pain and failed back surgery syndrome. It was reported the patient was hospitalized last week 3 days after the pump had been refilled due to not getting pain control. It was noted that the patient had "likely" been accessing the pump and withdrawing drug from it. The location of symptoms was noted as other. It was reviewed with the caller how to determine volume in pump and ways to potentially determine if the patient was withdrawing drug from the pump. Event date was (B)(6) 2017 (last week). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-sep-01 reported the hcp did not see the patient and could not confirm the patient was accessing the pump reservoir to get drug. It was noted that the hospitalization and not getting pain control was not related to the patient accessing the pump. The cause of the hospitalization and not getting pain control was not determined. No further complications were reported/anticipated.